Event description:
The customer observed falsely elevated creatinine results generated from alinity c processing module for a patient. The results provided were: on (B)(6) 2025, sid (B)(6), initial=265 umol/l /repeated at hospital=70 umol/l /repeated on alinity at customer site=70 umol/l. Laboratory reference range for creatinine=45 to 90 umol/l. This patient went to emergency room due to falsely elevated creatinine results and repeated blood work. No further impact to patient management. No further impact to patient management.

Manufacturer narrative:
During the site visit, the abbott field service (fsr) replaced the alinity c-series reagent probes and alinity sample probe (04s51-01) and the mixers (09d59-04). The parts were replaced which resolved the issue. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the alinity probes and mixers did not identify an increase in complaint activity. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replacement and the verification of the alinity sample probe and the mixers. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alinity sample probe and the mixers.

Event description:
The customer observed falsely elevated creatinine results generated from alinity c processing module for a patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial=265 umol/l /repeated at hospital=70 umol/l /repeated on alinity at customer site=70 umol/l laboratory reference range for creatinine=45 to 90 umol/l this patient went to emergency room due to falsely elevated creatinine results and repeated blood work. No further impact to patient management. No further impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.